Manufacturer narrative:
H3: eval of the valve in MFR's lab revealed calcification within each cusp which resulted in stenosis of effective orifice area, multiple disruptions including detatchment of left coronoary cusp, as well as incomplete coaptation. Delaminated circular & v-shaped disruptions were noted in each cusp. One of these disruptions aligned with a suture tail on sewing ring when leaflet was flexed open. Remanant suture displayed several knots which resulted in an elongated projection allowing for contact with tissue. Suture materials removed from sewing ring in area of outer disruptions prior to MFR's receipt. Therefore, these disruptions were due to an indeterminable source. Host tissue overgrowth appeared to have been removed prior to receipt as evidenced by disrupted translucent hinge area of each cusp, which have contributed to stenosis of valve. X-ray analysis revealed calcification within aortic wall, belly and freemargin of each cusp. Slignt stent distortion was also noted and appeared artifactual of explant. Primary cause for dysfunction of this valve was determined to be due to calcification. H6: 86=x ray.

Event description:
Insufficiency.